Manufacturer narrative:
Correction to the initial MDR in blocks b3 and d6b. Sc-2218-50, sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 32 centimeters from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified aside from the clean cut. A labelling review found that the reported event of the lead migration is known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2218-50, sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. Additional information was received that the patient experienced loss of stimulation due to lead migration. The patient was doing well postoperatively.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch:7074735.